Manufacturer narrative:
Concomitant products: tf3434c115x stent graft implanted on (B)(6) 2019. Tf3434c115x stent graft implanted on (B)(6) 2019. Tf3434c115x stent graft implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) failed. It was also reported that the right ventricular (rv) lead exhibited undefined high impedance, a polarity switch and non-capture. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.